Event description:
A codman ventrix evd/icp monitor catheter was inserted on (B)(6) 2012. On (B)(6) 2012, a small intermittent leak was seen, drops welled up on the exterior of the catheter after it was flushed, near the "12" marker. Also noted at that time that the white barium impregnated strip on the outside of the catheter was spliced free on one edge, allowing it to be peeled back slightly. When I discussed this with the neurosurgeon, he recalled a stringy piece of white material at the exit site after the catheter was tunneled and pulled through under the skin and out the exit site. The catheter was removed on (B)(6) 2012 without incident. A head CT scan was performed on (B)(6) 2012 and showed a foreign object where the tip of the catheter had been located. Unk if it is a piece of the barium impregnated strip from the catheter. Questions if the object might be fragments of skull from burr holes. Radiologist is not sure but feels that, that object is more opaque ruling out bone. At this time we still do not know what the object is.